Manufacturer narrative:
The unit passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The unit functioned properly. The unit was received with minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump has been alarming no delivery and that her blood glucose has been in the 300 mg/dl and 400 mg/dl range for the past four or five days. The customer changed the infusion set but the no delivery alarm would not clear. The customer has completely taken off the insulin pump and began to treat with syringes. The customer stated that she has tried all remedies to the no delivery alarm. The insulin pump was returned for analysis and a replacement device was shipped to the customer.